Manufacturer narrative:
E1 phone number: (B)(6). B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. However, the investigation did identify damage to the device's battery compartment and evidence that multiple "low battery" alarms had been previously recorded. The investigation determined that the battery compartment damage could have resulted in the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device battery door was replaced, and the device passed all testing.

Event description:
It was reported that the device was malfunctioning and beeping. Patient involvement is unknown.